Event description:
It was reported that during the implant attempt, the lead could not be inserted into the introducer, with the insulator eventually becoming wrinkled. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however all conductors were stretched, there was blood in/on the helix/lobe mechanism, the lead appeared damage at implant and the lead was stretched; full lead returned and analyzed.